Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been complaining of burning sensation, discomfort and pre-syncope for over a month. Their symptoms were noted to mostly be during the overnight hours. Device interrogation initially did not reveal any abnormalities. Patient was later admitted to the emergency room experiencing syncope, arrhythmia and asystole with loss of capture and loss of pacing on their right ventricular (rv) lead. Electrocardiogram revealed pacing spikes. The patient was given a temporary implantable pulse generator (ipg) for back up pacing, but continued to have loss of capture. It was noted that the rv lead threshold had been varying and had been high over a long period of time. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.